Event description:
Attachment began to heat up when used with the midas iii motor. Finished the procedure and used again on the next procedure. It got too hot to continue and another attachment was used to finish the case.